Event description:
Olympus was informed that a pt developed a rash around the external anal or rectal area within 24 hours of having received a colonoscopy with the subject device. The site was said to have been cultured, and subsequently diagnosed as (B)(6). The pt was reportedly prescribed an unidentified medication, and is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval revealed the presence of debris and residue in the instrument channel, channel mount, suction cylinder channel and auxiliary channel at the distal end of the colonoscope. There were nicks and deep dents on the distal end cover, and the bending section cover glue was found cracked with pinholes. In addition, there was peeling and scratches on the light guide tube, likely due to chemical damage. The exact cause of the pt's outcome cannot be conclusively determined. The device is being serviced and will be returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.